Event description:
Customer reported via phone, the insulin pump had alarmed button error and it was unresponsive. Customer removed the battery, to reset the device but anomaly persisted. Customer's blood glucose was 154 mg/dl. Customer stated since his clip broke he was wearing the device on his waist line and he may have pressed the buttons down. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had alarmed button error and none of the buttons were responsive due to the corroded keypad traces. The device had minor scratches on the display window, cracked reservoir tube lip, broken battery tube threads, cracked belt clip slot, and missing end cap sticker.